Event description:
Procedure type: unk. According to the reporter: the needle is broken. Unfortunately, the needle was destroyed. No person injured. Operating room time was not extended by more than 30 minutes, this was a suture in the kit but was not used on the pt. No tissue damage or additional blood loss, nothing fell into the pt's cavity.

Manufacturer narrative:
(B) (4). (B) (4).